Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information a supplemental medwatch will be filed. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a crown was cemented on (B)(6) 2023. The patient reported on (B)(6) 2024 that while eating bit on the crown and broke. The provider had to re-prep and mill out a new crown for the patient and replaced crown on (B)(6) 2024. No adverse consequence was reported.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: no lot number provided, therefore no DHR review was performed. Stock product reviewed results: no lot number provided; therefore, no stock product review was performed. Investigation methods/results: per the reported information, the product was discarded by the customer. However, pictures were provided. The pictures were reviewed and it appeared that the restoration was chipped on the side where a piece of the restoration is missing. Root cause description: the root cause for this failure cannot be explicitly determined. The probable cause for the fractured/cracking issue may be the as follows: IFU-012545 - failure to observe the wall and connector thickness recommendations as shown in table 2 may result in fracture of the final restoration. However, the root cause cannot be confirmed since the block was not returned for investigation. Manufacturer reference: (B)(4).